Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The atrial lead exhibited changes in sensing and capture. It was discovered that the atrial lead was dislodged. The lead was capped and replaced on (B)(6). Patient was stable through the procedure.